Event description:
Cadd ms3 pump serial number: (B)(4) has a cracked cap cover over the cartridge. The patient states that the lip where the cap catehs to screw tightly to seal is cracked and the cap does not stay on properly. She has not missed any infusion and did not switch to her backup pump. She is currently looking for her backup pump and we are sending her a new pump to arrive this evening. She is going to call back once she finds her backup pump. Per one-track system the patient currently has 2 pumps. She will send back the broken pump once she receives the new replacement pump. Reported to (B)(6) by: patient/caregiver. Dose or amount: 104ng/kg/min. Frequency: continuous. Route: subcutaneous. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis: primary pulmonary hypertension.